Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. During troubleshooting with customer technical support the customer received a cartridge alarm. After multiple attempts a new cartridge was loaded to resolve the issue. There was no reported adverse affect on the customer blood glucose level.